Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that during an implant procedure of a right ventricular (rv) lead the representative was not able to get an electrogram (egm) reading while implanting. The representative used various analyzers, connector tools, and pacing cables and it was unsuccessful. The representative requested for a new lead. The attempted lead was removed and a new lead was implanted successfully. No adverse patient effects were reported.